Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using a different wall adapter, but the problem persisted, so a replacement tandem cable and wall adapter were sent via two-day shipping, and the customer was advised to rely on manual injections if the battery depletes before receiving the new charging supplies.